Event description:
It was reported that the da vinci surgical procedure was completed after the insulation tape was put on the monopolar cautery instrument where the sheath had been peeled off. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the customer reported complaint. The instrument main tube had a missing section of the main tube that was 1.411 long and 3.534 from the distal end. Additionally there was a second scratch mark with material removed as close as 2.455 from the main tube. The main tube scratch marks were likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however the main tube damage if to recur could cause or contribute to an adverse event.